Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, fistulae, organ perforation, bleeding, recurrence, dyspareunia and vaginal scarring. It was reported that patient experienced dyspareunia, contracture and fibrosis and underwent cystoscopy, right uretal stent placement, excision of anchor arms for the anterior mesh and lysis of adhesions on (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient underwent surgical procedures on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with cystoscopy due to stress urinary incontinence and cystocele. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.